Manufacturer narrative:
The device evaluation found the inner sheath inside tip of ceramic insulation was shaved off. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the inner sheath inside tip of ceramic insulation was shaved off. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information on device. Updated fields: d2a, d4, g4 and h2. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.